Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing low flows and they were symptomatic with dizziness/lightheadedness. Low flow alarms were occurring multiple times a day. The flow waveform would decrease from the baseline, suction would occur, and then the waveform would resolve on its own back to the baseline. The patient was admitted and started on IV fluids and medications, and pump speed was increased. Transthoracic echocardiogram (tte) showed a smaller left ventricular cavity, moderate mitral valve regurgitation, and mild/moderate rv dysfunction. Transesophageal echocardiogram (tee) showed the inflow cannula appears to be directed more toward the septal wall, and the mitral valve appears to be close to the inflow cannula. The team felt the mitral valve leaflets were likely causing the intermittent obstructions and low flow alarms. The patient remains in the intensive care unit (ICU) and hemodynamics are stable. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hvad pump hw29147 was not returned for evaluation. The reported event could not be confirmed via log file ana lysis since log files covering the event date were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a history of rv dysfunction. The low flow episodes have decreased in frequency. The patient was discharged home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.